Event description:
On (B)(6) 2023 I opened up a sealed test kit (covid) antigen covid-19 rapid test. The test kit is manufactured for ihealth labs inc., 120 san lucar CT, sunnyvale, ca 94086; 1-855-816-7705. Upon opening the sealed swab test stick to insert in each nostril, I immediately smelled a very strong chemical odor on the sealed swab, after swab inserted, the inside of my nostrils and then caused me to choke, sneeze, gasp for air, drool, watery eyes and unable to breathe or swallow for approx. 1 minute or longer. I thought I was going to choke to death because I could not swallow after a minute or so, I was able to swallow, but the incident was so terrifying because of the side effect from the sealed swab. I called companyon (B)(6) 2023, they said my boxes (3) were counterfeit. Refer reports: mw5146297, mw5146299.